Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s monitor flickering. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported , the cardiosave intra-aortic balloon pump (iabp) monitor was flickering. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to find any errors. The fse checked the display cable connections. The unit passed functional tests.

Event description:
N/a.

Manufacturer narrative:
Full event site address: (B)(6). Correction: h6 (medical device ¿ problem code). Additional email: (B)(6).